Event description:
It has been reported that blood and body fluids are seeping through the pioneer mattress in the ER dept. The customer stated they are taking the mattresses out of service. It was indicated by the user facility that an adverse event occurred, however, the only info obtained thus far is that a pt reported that the mattress smelled offensive.

Manufacturer narrative:
Investigation underway.